Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4)

Event description:
A doctor reported having trouble spinning the lens during phacoemulsification/hydrodissection. Post lens removal, small amount of vitreous fluid was noted centrally. The doctor was able to push back fluid with ophthalmic viscosurgical device and plant the lens with no issues. Patient was sent to a retina specialist for their opinion. No anterior vitrectomy was needed. Upon follow up, patient complained of floaters but the doctor did not see much on the dilated exam besides the posterior capsule tear. Patient was sent to retina and they couldn¿t find anything either. Retina doctor thought it was just a big air bubble that got absorbed.

Manufacturer narrative:
Additional information provided in device evaluated by MFR. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).